Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open laparotomy pancreaticoduodenectomy, at duodenum resection, the device would not fire - handle could not be squeezed. The jaws locked on tissue but was able to be removed. A new handle and reload were opened to continue the case. There was no patient injury.